Manufacturer narrative:
Section d10: concomitant products: eq rev adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)). Eq rev locking screw (cat# 320-15-05 / serial# (B)(6)). Eq rev torque screw kit (cat# 320-20-00 / serial# (B)(6)). Eq rev 42m hum linera +2.5 (cat# 320-42-03 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 2.5 years post initial right tsa, the 61 y/o male patient was lifting bags of heating pellets and felt something give way. Patient was seen in office two weeks prior to surgery and glenosphere was noted to be loose. Once surgery was underway and glenosphere was exposed it was noted that the glenosphere locking screw had backed out and become disengaged from glenoid baseplate. Glenosphere and locking screw were replaced. Humeral tray, locking screw and poly were also replaced with implants listed. Patient was stable at conclusion of case. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Sale rep was unable to obtain x-rays. The devices are not available for evaluation due to hospital policy.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.